Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) scan. After the scan, the implantable cardioverter defibrillator was in the back up mode. It was noted that the patient went to the MRI scan without any mode change. Programming changes were made on the device resolving the issue . No patient consequences.

Manufacturer narrative:
The reported event of back-up mode following magnetic resonance imaging (MRI) was confirmed. Based on the information received, the device entered power on reset due to the MRI settings not being enabled by the user prior to MRI.